Event description:
Additional information received reported the patient had a headache due to an unknown cause. After the initial implant there was trouble with the catheter. The catheter had a small pin hole and leaked. Several blood patches were tried at the time.

Event description:
It was reported that the pump was recently implanted and the patient didn't feel that the therapy was working. A catheter dye study or revision was planned for the following day. It was later reported that the patient experienced a headache. The healthcare provider noticed a leak at the back incision when the tissue was dissected. He added a purse string suture. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-08. It was reported that the patient had a stroke so she had memory issues. It was specified that this occurred prior to pump use. It was further noted that the patient was leaking spinal fluid within 8 months of getting her pump. It was noted that the patient's healthcare provider accidentally punctured her catheter when he was doing unrelated epidural injections. It was specified that the pump was infusing morphine (dose and concentration unknown) at the time of the event, and since the event, the morphine was reportedly upped from 15 to 20. The pump was currently infusing 20mg/ml morphine at 4.944mg/day. No further complications were reported or anticipated.